Event description:
It was reported that during the implant procedure, the physician tried to screw out the lead helix externally, the helix could not be extended after 10-15 rounds and after that the helix jumped out suddenly. Physician tried to implant the lead but the same situation happened in patient. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.